Manufacturer narrative:
Initial reporter name and address: (B)(6). Visual analysis: visual analysis of the photographs identified. Device patch with lot (or catalog) number lot number: 2032075. Red particles particle material on the shell. Opening extended on radius. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.

Event description:
Physician reported a right side "implant rupture" diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, red particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side radius assessed as unidentified (tear) opening.